Event description:
It was reported that during the implant procedure, the lead would not advance due to scar tissue, and the physician opted to abort the case. During incision closure, patient's oxygen saturation dropped, and patient stopped breathing and was quickly intubated. The physician confirmed that patient's issue was not device related and was most likely anesthesia driven. The used lead was discarded by the medical facility. The patient had fully recovered.